Event description:
A peritoneal dialysis (pd) patient contact contacted (B)(6) customer service to report that exsept plus has caused the patient itching in the past and she did not want to order it again. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).